Manufacturer narrative:
It was visually confirmed via photograph that the router was broken. Investigation results indicate that there was variation in flute geometry which may potentially contribute to the router breakage. It was initially reported that the router was available for evaluation, the device cannot be located at the manufacturing plant. The breakage was visually confirmed via photographs taken prior to shipping the device to the manufacturing plant. Device not returned.

Event description:
It was reported that during a cranial procedure, the router broke into two pieces. It was also reported there were no adverse consequences and no delays as a result of this event, the area was cleaned to check for small pieces of the broken device. It was further reported that the procedure was completed successfully using a back-up device.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the router broke into two pieces. It was also reported there were no adverse consequences and no delays as a result of this event, the area was cleaned to check for small pieces of the broken device. It was further reported that the procedure was completed successfully using a back-up device.